Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and had received an insulin flow blocked alarm. The customer¿s blood glucose level was 600 mg/dl. The customer was treated with manual injections. The customer also states had bent cannula. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set. The customer declined troubleshoot for high blood glucose. The reservoir and an insulin pump will not be returned for analysis.